Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 1000 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer's doctor took her off of the insulin pump therapy after she was hospitalized, and he has not wanted to risk putting her back on the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.